Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b005476n02, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient had been in the hospital for reasons unrelated to her pump and the pump became empty. The reporter was unsure of exactly when that occurred, but based on the fact that the pump was just recently implanted and the fact that it was showing empty at time of the report, it appeared that only a small amount of drug was put in the pump. The patient stated they were unable to sleep the night prior, but did not report any significant symptoms from the pump being empty. It was planned to fill the pump with preservative free saline until drug could be obtained and then fill at that time. The reporter indicated the drug name was entered as "dfb". The pump did contain dilaudid, but per the reporter, the pump may have also contained baclofen and fentanyl as well based on the initials, but the reporter was unsure.